Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during manual prime. The customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting was done. The insulin did not exit during plunger push. The customer changed the infusion set with the current reservoir. The customer stated that the insulin did not exit the tubing. The customer changed the infusion set and reservoir. The customer stated that the insulin did exit and the no delivery alarm did not occur during manual prime. The customer was advised that the issue was resolved by changing the reservoir. The reservoir will not be returned for analysis.